Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) / severe heavy clotting and bleeding") in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion (3), depression and panic attacks. Concurrent conditions included morbid obesity and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower and mid stomach pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "mood swings, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, lower and mid stomach pain", reporter added from pfs. Historical and concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) / severe heavy clotting and bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion (3), depression and panic attacks. Concurrent conditions included obesity and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower and mid stomach pain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-nov-2018: case (B)(4) (MFR number 2951250-2018-03645) was identified to be a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporters and essure indication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general) / severe heavy clotting and bleeding') in a 25-year-old female patient who had essure (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion (3), depression and panic attacks. Concurrent conditions included obesity, paratubal cyst and multiparous. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower and mid stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Current weight 190 lbs. Insertion details, specify- right fallopian tube ¿approximately 3 coils were remanding in the patient's cavity. Left fallopian tube- approximately 3 coils were again remanding in the patient's cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- lot number and concomitant condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general) / severe heavy clotting and bleeding') in a 25-year-old female patient who had essure (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion (3), depression and panic attacks. Concurrent conditions included obesity, paratubal cyst and multiparous. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower and mid stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, mood swings, fatigue, weight increased and alopecia outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Current weight 190 lbs. Insertion details, specify- right fallopian tube ¿approximately 3 coils were remanding in the patient's cavity. Left fallopian tube- approximately 3 coils were again remanding in the patient's cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general) / severe heavy clotting and bleeding') in a 25-year-old female patient who had essure (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion (3), depression and panic attacks. Concurrent conditions included obesity, paratubal cyst and multiparous. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower and mid stomach pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower and abdominal pain had resolved and the vaginal haemorrhage, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, mood swings, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Current weight 190 lbs. Insertion details, specify- right fallopian tube ¿approximately 3 coils were remanding in the patient's cavity. Left fallopian tube- approximately 3 coils were again remanding in the patient's cavity she had received treatment for pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received:event 'abdominal pain' was added.outcome of events pelvic pain, abdominal pain and menorrhagia were added as recovered. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.